Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that on (B)(6) 2023, a 12-year-old female child patient's infusion set's tubing detached from the connector. Therefore, the patient blood glucose level was 306 mg/dl at the time of this event. Moreover, the infusion set had been used for one day. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.